Manufacturer narrative:
The account found fluid ingress on the power control board. The account cleaned the fluid up on the power control board to resolve this issue.

Event description:
The account alleged that the fuse keeps blowing on the power control board. No report of injury.